Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a moderately tortuous mid circumflex intervention the mini trek rx balloon ruptured in the heavily calcified lesion during the second inflation to 10 atmospheres. The plain old balloon angioplasty (poba) procedure was completed with a non-abbott balloon. There was no adverse patient effects and no clinically significant delay in procedure reported. There was no additional information provided.